Manufacturer narrative:
The initial report had the incorrect information related to auto mode. The correct information has been provided with this report. (B)(4).

Event description:
The customer did not stated whether they were using the auto mode feature at the time of the incident.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 407 mg/dl. High blood glucose started at the same time audible clicking noise when delivering boluses. The customer did not provide information about symptoms and treatment. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0869 inches. Installed a water filled reservoir, primed pump, monitored for a day, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. No unexpected rattling/clicking noises noted during testing. (B)(4).